Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in clinic with a pocket eruption, it was suspected that the patient was allergic to metal implantable systems. Test results showed a negative result for infection. The entire system was explanted. The patient was discharged post procedure and recovering well.